Event description:
It was reported that this right ventricular (rv) lead exhibited within range high pacing impedance of 1200-1300 ohms and high capture threshold. Lead fracture is found to be the suspected cause of the reported observations. Cardiothoracic surgeon used a laser sheath to explant the rv lead; however, the distal portion of the lead was unable to be retrieved and remained in the body. A new boston scientific pacing system was implanted successfully. This lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. The unretrieved device fragments allegation was confirmed based on the field report states the cardiothoracic surgeon used a laser sheath to explant the rv lead. The distal portion of the lead was not able to be retrieved and remained in the body. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited within range high pacing impedance of 1200-1300 ohms and high capture threshold. Lead fracture is found to be the suspected cause of the reported observations. Cardiothoracic surgeon used a laser sheath to explant the rv lead; however, the distal portion of the lead was unable to be retrieved and remained in the body. A new boston scientific pacing system was implanted successfully. This lead is expected to be returned.